Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4) displayed user advisory (ua) 29 (loss of brake connectivity) error message. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a user advisory (ua) 29 (loss of brake connectivity) error message was confirmed during evaluation and archive data review. The root cause is due to an unplugged brake cable connecting to the power distribution board. Unrelated to the reported complaint, a sticky clutch were observed during visual inspection. This type of issue is characteristic of normal wear and tear of the device during archive data review, multiple ua 29 were observed confirming the reported event. The platform was functionally tested and displayed a ua 29 error message upon power up which was attributed to the brake cable was not connected to the power distribution board. After deburring of the clutch plate and the brake cable was properly connected, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(6).